Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 191 mg/dl and a sensor glucose level around 40 mg/dl. The customer stated that she had already changed the sensor. The product was not replaced or returned for analysis.